Event description:
The reporter stated that reporter was a nurse, but did not identify self. Reporter was calling regarding a pt with a large quantity of expired test strips and control solution. The pt was having inaccurate test readings. A meter to lab comparison test was reported. The meter was 130mg/dl, and a lab test result was 350mg/dl. The pt did not have any symptoms. No other info was provided. No harm was alleged. Followup attempts to contact the pt to confirm the report and get further info have not been successful.